Manufacturer narrative:
Product analysis: the device returned with balloon folds open and residue present inside the balloon. The hypotube was kinked 5cm distal to the strain relief. There was deformation to the distal tip. The device failed negative prep. On pressurisation of the device, a leak was observed on the distal balloon. Upon visual inspection, a short longitudinal tear was observed on the distal balloon working length. The balloon material was uneven at the tear site. Lead in scratches were evident distal to the tear site. (B)(4).

Event description:
It was reported that the physician was attempting to use a sprinter legend rx balloon to treat a moderately calcified and slightly tortuous mid lad lesion exhibiting 90% stenosis. No damage was noted to the device packaging and no issues noted removing the device from the hoop tray. The device was inspected with no issues noted and negative prep was performed successfully. Pre-dilation was performed. During the procedure, the device did not pass through a previously deployed stent. Slight resistance was encountered when passing through the lesion but no excessive force used. Difficulties were reported when inflating the balloon at 8atm, it only partially inflated. Upon removal, a slight kink was discovered. The device was not moved or repositioned prior to the inflation difficulties. Another sc balloon was used to complete the procedure. The same inflation device was used with other devices pre and post use with the sprinter legend rx device. No patient injury reported. Balloon leak was identified during device analysis.